Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that co2 is not working with a known good filter line. No patient or user involvement was reported.